Event description:
Lasix drip. Medication ordered to infuse at 10mg/hr (1ml per hour). Pump programmed, noted that bag will last 45 hours. Registered nurse responded to an IV alarm and found the bag of lasix empty with the IV pump alarming "air in line". The pump showed 44 hours left of volume to be infused (vtbi). No evidence of medication leaking from bag or IV tubing.